Event description:
It was reported that during a breast biopsy the doctor had completed taking samples from two different sites and was attempting to place the micromark clips at each site. Then the doctor noticed the plastic tips of the applier were snipped off inside the cannula of the probe. The doctor decided to complete the procedure without placing either clip. There was no patient consequence.